Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that after the procedure (upon completion of the procedure, the device was no longer used on the patient), the subject device had an image blackout. The issue occurred during a diagnostic colonoscopy procedure. The procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: circuit board failure. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the image blackout was due to the dp board failure. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.